Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing leakage at the infusion site. Patient stated he noticed leakage from the luer lock connection on a couple of instances. Infusion set has been discarded. No adverse event reported. No product will be returned.